Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2018-04209. It was reported pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) and a 21mm watchman ® laa closure device & delivery system (wds) were used. During the procedure, a perforation with pericardial effusion occurred at the base of the appendage. The patient went to open heart surgery to repair the tear. The patient did ok. There were no further complications noted.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the transseptal puncture was normal, heparin was administered, the left atrium pressure was checked and the patient's activated clotting time was 366sec. The pigtail and was were advanced into the laa and angiography was performed to determine position. The was positioned for the 21mm wds. Prior to advancing the wds, no back bleed was noted and position of the was distal in the appendage. The was brought back from the appendage wall and they checked for effusion. No effusion was noted. After no change in cardiac output for a couple minutes, they advanced the wds in the was. After the closure device was deployed it canted against the posterior base of the appendage. Immediately post deployment an effusion was observed. They recaptured the device then prepped the patient for a tap. Access was gained for the tap and they started draining fluid and transfusing it back. The physician determined the patient needed to go to surgery. After the patient was doing better, they discussed with a cardiac surgeon to determine the point of perforation. The perforation was at the base of the appendage. During surgery they closed appendage with a clip.